Manufacturer narrative:
Secondary intervention - (B) (4). Evaluation results: endoleak, disease progression and vessel dilatation distal to the right limb.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 48 months ago. Aneurysm and vessel morphology at the time of implant was not reported. During the initial implantation of the stent graft system the contralateral limb was not extended down to the hypogastric. Currently, the right iliac artery has dilated to 21 mm in diameter, due to disease progression. It was reported that one month ago the pt presented emergently with back pain, and CT showed a distal type I endoleak on the right/contralateral side. The physician elected to implant an 18x24x115 aneurx limb to extend down to the hypogastric, which resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.